Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor was giving inaccurate readings which were triggering the threshold suspend when customer's blood glucose was not low. Customer state her sensor reading was 60 mg/dl and her blood glucose was 140 mg/dl. She had to turn of the sensor reading as the insulin pump continued to suspend yesterday. In the morning customer's blood glucose was 77 mg/dl. Customer was advised the sensor needed to be replaced. The sensor is not returning for analysis.